Manufacturer narrative:
Device has been received; however, investigation has not been completed.

Event description:
The event occurred 4 times between 04-may-2025 and 15-may-2025 and involved a microclave¿ clear neutral connector. The reporter stated that the microclave connectors were experiencing some issues and when a texium male luer was attached, the spring mechanism remains depressed, leading to leaks. They customer also stated that the microclave connector also leaked without the texium connector, as the microclave connector remains depressed and continued to leak. There was delay in therapy but there were no harm or adverse event as a result of this event.

Manufacturer narrative:
Photos were returned showing the microclave stuck down and the packaging information. Received one (1) used mc100 microclave for inspection. The silicone seal was stuck down as received. The microclave was disassembled. The internal spike was found to be bent and broken, and the seal was cored. The reported complaint can be confirmed. The probable cause is due to access with an incompatible mating device during use. The texium is known to have a smaller inner diameter than 1.55 mm. The directions for use (dfu) states: "the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm." The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.